Event description:
It was reported that the patient presented to the emergency department after receiving a shock for high rate activity on the right ventricular (rv) channel, a sensed ventricular fibrillation (vf) that was possible noise as it did not match the electrogram. A lead alert had triggered eight days earlier for high impedance on the rv lead. An electrogram at the time of presentation exhibited undersensing of the ventricular intrinsic activity. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).